Event description:
It was reported that stent damage occurred. A 2.50x20mm promus premier¿ stent was selected to treat the lesion, however, during unpacking, it was noted that the stent was damaged. The procedure was completed with another 2.50x20mm promus premier¿ stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the mid-section of the crimped stent was distorted & damaged. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mishandling of the device during prep. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20mm promus premier¿ stent was selected to treat the lesion, however, during unpacking, it was noted that the stent was damaged. The procedure was completed with another 2.50x20mm promus premier¿ stent. No patient complications were reported.